Event description:
The patient experienced increased spasticity, increased pain, and an intermittent fever. The pump actual residual volume (18ml) was greater than the expected volume (8 ml). The pump was last refilled on (B)(6)2010. No dye study was performed because they were unable to aspirate from the catheter access port. It was noted that the patient had spinal fusion, so the plan was for surgery at some point the week of (B)(6)2010. The patient was reported to be stable. The device system was used to deliver lioresal (2000 mcg/ml; dose approximately 600 mcg/day). Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).